Event description:
Patient reported experiencing elevated blood glucose levels up to 444 mg/dl since (B)(6) 2014; took correction via the infusion device and pen. Patient stated she and her diabetes specialist are thinking the device did not deliver insulin correctly. Patient reported experiencing blood glucose level 407 mg/dl and ketones ++ at 7:30 am on (B)(6) 2014; administered 20 units of insulin via pen. Patient stated she went to her diabetes specialist at 9 am, her blood glucose level was 434 mg/dl, and she got water to drink. Patient reported her blood glucose level at 9:30 am was 404 mg/dl on the laboratory meter. Patient stated at 10:10 am her blood glucose level was 390 mg/dl and ketones were zero. Patient reported she remained at the hospital for a few hours for monitoring of her blood glucose level. Patient stated at 12 pm her blood glucose level was 126 mg/dl, at 2 pm her blood glucose level was 199 mg/dl, and at 3 pm her blood glucose level was 169 mg/dl. Patient reported at 6:15 pm her blood glucose level was 246 mg/dl, she ate 4 be, and administered 14.3 units of insulin via infusion device as determined by the bolus calculator. Patient stated at 10:30 pm her blood glucose level was 307 mg/dl and she administered 6 units of insulin via pen. Patient reported that her blood glucose level was 364 mg/dl with ketones ++ on (B)(6) 2014 at 6:15 am; she administered 14 units of insulin via the pen. Patient stated she went to her diabetes specialist at 7:45 am where her blood glucose level was 394 mg/dl on the laboratory meter; patient administered 8 units via the pen. Patient's normal blood glucose level was not provided. Patient reported she remained at the hospital for a few hours for monitoring of her blood glucose level. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the pump meets the specification regarding the customer's allegation. Result pump: the delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: nothing unusual was found within the mentioned time period from (B)(4) 2014 that could have contributed to the problem mentioned by the customer. All by the customer programmed bolis and basal rates were successfully delivered by the pump. Furthermore no conspicuousness or unusual fluctuations of day totals were visible in the device history. Infusion set: the visually inspection of the unused headset and transferset revealed that the packing of the headset is dented. Due to the dent the needle of the headset is bent. The functionality of the headset and the transferset was tested successfully, flow and tightness of the devices are according to the specifications. Due to the fact, that transferset and headset are unused, they are not related to the allegation provided by the customer. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The event occurred in (B)(6).